Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error and would not function properly. The pump was not used for the procedure. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error and would not function properly. The pump was not used for the procedure. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.